Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an exactamix 1000 ml eva tpn bag leaked. The reporter stated that while spiking the bag with an unspecified set, the port was loose around the spike. This led to a leak (¿the size of a bead¿) of etoposide. The reporter further stated that the spike was able to "swivel around effortlessly when inserted into bag." There was no patient involvement. No additional information is available.